Event description:
It was reported that the balloon burst. A 6.0mm x 30mm x 135cm sterling balloon catheter was selected for use in a carotid percutaneous transluminal angioplasty procedure. The 60% stenosed carotid vessel was not tortuous and moderately calcified. During post-dilatation of a non-boston scientific carotid stent, the balloon burst on the first inflation at 12 atmospheres (atm) after three seconds. The balloon was successfully removed from the patient. No patient complications were reported. The patient was stable.

Event description:
It was reported that the balloon burst. A 6.0mm x 30mm x 135cm sterling balloon catheter was selected for use in a carotid percutaneous transluminal angioplasty procedure. The 60% stenosed carotid vessel was not tortuous and moderately calcified. During post-dilatation of a non-boston scientific carotid stent, the balloon burst on the first inflation at 12 atmospheres (atm) after three seconds. The balloon was successfully removed from the patient. No patient complications were reported. The patient was stable. It was further reported that a new balloon was used to successfully complete the procedure.